Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin and remained static at 55 units. The contact confirmed a new cartridge would be loaded onto the pump. It was reported that the customer experienced elevated blood glucose (bg) level of up to 536 mg/dl. Reportedly, the customer believes the pump is not delivering insulin as intended. To address the bg level, the customer delivered a correction bolus. Several hours later, during a follow-up call, it was reported that the customer changed out the supplies and the bg level was at 125 mg/dl. The customer declined to perform troubleshooting for the elevated bg level. However, it was reported that the customer uses novolog insulin and changes out the cartridge once a week. Recommendation was made to change out the cartridge per labeling instructions. During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge remained static at 90 units despite loading a new cartridge with 300 units and delivering multiple boluses. It was confirmed that the customer will continue using the existing cartridge for insulin therapy.